Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat gastric varices using a packing coil xl, a non-penumbra catheter. While advancing a packing coil xl through the catheter, the physician experienced resistance. While pushing through the resistance, the packing coil xl pusher assembly kinked then fractured. This caused the embolization coil to detach partially within the catheter and the target vessel. The physician advanced a guidewire (.035) to push the remaining detached embolization coil into the target location. After retracting the catheter, the physician noticed under fluoroscopy that the tail end of the packing coil xl was flowing into the splenic vein. The physician used a snare device to remove the embolization coil from the patient. The procedure was completed with packing coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.